Manufacturer narrative:
Corrected data: reporter name and address, device evaluated by manufacturer, additional manufacturer narrative. Additional information: c. Suspect products, reporter name and address, type of report?, type of report, if follow-up, what type? Event problem and evaluation codes. The customer reported that the transmitter got hot. An evaluation on the unit was performed by nihon kohden. During the investigation, it was discovered that the batteries required for this investigation were not returned with the unit. However, new batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per an nkc investigation on a similar incident is indicative of improper battery insertion. In addition, during the evaluation the device was exhibiting a non-functional white screen.

Manufacturer narrative:
The customer reported that the transmitter got hot. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter got hot.